Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician replaced a missing nut and bolt in the siderail latch assembly to repair the stretcher.